Event description:
It was reported that the patient had a stroke after implanted four years prior to the report. Information regarding the cause of the event, reprogramming that was completed, and patient outcome have been requested, which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v354660, implanted: (B)(6) 2009, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was implanted in (B)(6) 2009 and they were monitored and sent home without issue. The patient then presented to the emergency room with a mini stroke on 2009 (B)(6) with no imaging available. The patient was on coumadin for atrial fibrillation and the nurse believed the stroke was due to having to be off coumadin for the procedure. The patient had since recovered and no further details were available.

Manufacturer narrative:
(B)(4).